Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the femoral component has both augments and the stem extension attached. The femoral component has a lot of gouging and scratching on it. There is heavy damage to the insertion/extraction slots and to the flange. There is also a lot of scratching on the right condyle on the medial side. The poly box insert has a lot of scratching on it as well. The superior portion of it is bent upwards. The threads are stripped and there are scratches around the shaft. All four augments had gouges on the portions that could be seen. The reporter noted that it appeared the post extension pulled through the hinge. Measurements were taken and the post extension has a greater diameter than the hinge post so this could not have occurred. (B)(6) notes were not provided so it is unknown whether the proper technique was followed. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: dimensions taken are within specification. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the device was implanted in (B)(6) 2010 and that the patient was revised due to dissociated rh knee prosthesis.